Event description:
It was reported the patient presented with fatigue symptoms and it was not possible to interrogate the device. Four months prior to the event the device had an eri (elective replacement indicator) estimated longevity of four months. The device was explanted with a report of no pulse generator artifacts. No further patient complications were reported and the patient status was noted as 'good'. The device subsequently tested out of specification during mfg's analysis.